Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, during a two week post-operative appointment, the patient had complaints of some continued mild incontinence and slight discoloration of urine. A urinalysis was performed and the results were normal. The patient was referred to a urologist for a cystoscopy, and the results were normal. During the most recent appointment on (B)(6) 2013, the patient presented with complaints of some mild, ongoing urinary leakage, dyspareunia, and some blood in the urine there was no evidence of erosion present. The patient was referred to a uro-gynecologist to further address the ongoing urinary leakage. All other information is unknown and unavailable.